Event description:
Family opened a new packaged suction catheter for pt use. Enclosed in the 10f packaging was a 12f suction catheter. Family identified that the size was wrong and did not use the product.